Manufacturer narrative:
There was/were 1 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 2 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of operational context caused or contributed to event. There was/were 1 case(s) with no sample received for evaluation, a result code of operational problem and a conclusion code of operational context caused or contributed to event. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes e2000003 4 reported events for q1 2018. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, (B)(6) year old, (B)(6) kg patient(s) with reported event(s) of device code break.